Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/10/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was located underneath and around the adhesive and described as red, bumpy, very itchy and scaly. On (B)(6) 2016, patient went to see their endocrinologist for regular diabetes care and to ask for recommendations concerning reactions to the sensors. Patient stated that the doctor did not provide any recommendations. Affected area was treated with over-the-counter vitamin e cream. Additional event or patient information was not provided. No product or data was returned for investigation. The reported event of skin reaction was not confirmed. A root cause could not be determined.